Event description:
It has been indicated by the customer that patient was standing up from the bed and lost her balance, falling on the floor. The patient has been described as confused one. No injuries were sustained. The device was in good visual condition. The device exit alarm system was turned off. Ref # MFR 3007420694-2014-00035.